Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure on (B)(6), 2009 (patient weight unknown). According to the complainant, during the procedure, the physician felt resistance at the handle when it was actuated; although the handle did move, there was no corresponding extension of the snare loop. The physician closed the handle and tried to open the snare loop again, except this time the catheter sheath detached from the handle. The physician was able to easily remove the snare from the colonoscope and use another rotatable oval snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual inspection of the suspect device found that the catheter sheath had detached from the strain relief; furthermore, the strain relief is bent. The handle assembly was dissected and the braided wires and the dongle shaft were both within specification. The condition of the returned device is consistent with the complaint that the catheter sheath detached; the complaint was confirmed. The most probable root cause for this event is operational context. Handling of the snare during preparation and/or the procedure may have bent the strain relief, creating resistance upon actuation, which in turn caused the sheath detachment. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corp that a rotatable oval snare was used during a colonoscopy procedure on (B)(6) 2009. According to the complainant, during the procedure, the physician felt resistance at the handle when it was actuated; although, the handle did move, there was no corresponding extension of the snare loop. The physician closed the handle and tried to open the snare loop again, except this time, the catheter sheath detached from the handle. The physician was able to easily remove the snare from the colonoscope and use another rotatable oval snare to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - (handle difficult to actuate; loop unable to extend). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).